Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak (air bubbles in the device) appears to be related to the procedural conditions and due to sgc being used to suction the air from the anatomy. A cause for the air embolism, however, cannot be determined. Air embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. After inserting the steerable guide catheter into the left atrium, an air embolus was observed via transesophageal echocardiogram. Additional aspiration was required. The sgc was used to suction the air from the anatomy, therefore air bubbles were observed in the device. The sgc was removed and replaced. A replacement completed the procedure and one clip was implanted. The mr was reduced to grade 1. The remainder of the air in the anatomy resolved and there were no adverse patient sequelae.